Manufacturer narrative:
The complaint investigation for a falsely elevated architect c16000 potassium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Device history record review did not identify any non-conformances for the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified. The sample when repeated on the same analyzer, using the same reagent lot, generated lower results and within range. Quality control was in range and other assays were normal. Instrument inspected, did not find any abnormality. Repeatability testing had no problem. The customer ran the carryover contamination test, outcome was normal. The sample when examined after the initial result, small amounts of fiber strands were observed. The customer suspects that the issue was caused by centrifugation of the sample.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c16000 analyzer on a patient. The following results were provided: initial = 9.97 mmol/l, repeat = 3.83 / 3.85 mmol/l (normal range: 3.5-5.3 mmol/l). No impact to patient management was reported.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c16000 analyzer on a patient. The following results were provided: initial = 9.97 mmol/l, repeat = 3.83 / 3.85 mmol/l (normal range: 3.5-5.3 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.